Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured trocar. The cannula and obturator were fractured with no cracking observed at the location of the fracture. Engineering measured the wall thickness of the cannula and obturator and found that both met specifications. Based on the condition of the returned unit and the event description, it is likely that the reported event was caused was caused by a high insertion force that was applied to the trocar during insertion. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level..

Event description:
Procedure performed: laparoscopic cholecystectomy event description: according to the stock controller, the trocar broke off in the patient. Additional information received from distributor via email 20: the sleeve and obturator broke. No pieces fell into the patient. Doctor pushed into the patient and broke while doing it. The trocar was cleanly broken. A new trocar was opened. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: according to the stock controller, the trocar broke off in the patient. Additional information received from distributor via email 17mar20: the sleeve and obturator broke. No pieces fell into the patient. Doctor pushed into the patient and broke while doing it. The trocar was cleanly broken. A new trocar was opened. Patient status: no patient injury.